Manufacturer narrative:
Sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), a copy of the operative report was received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B)(6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the operative report of (B)(6) 2010, after the valve was placed, "the proximal anastomosis was done to the right coronary artery and the aorta was de aired completely before the cross-clamp was removed. As the patient was rewarmed, it became apparent that the patient had some aortic insufficiency. A larger valve would be necessary. It was pulled back down, crossclamped. This time given just retrograde cardioplegia. The valve was excised along with 16 pledgets."